Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was not working properly. A field service engineer (fse) noted that the issue had been resolved by a third-party contractor. The customer reported unresponsive spots on the touchscreen that required multiple touches to register. The all-in-one touchscreen was replaced, and all relevant tests in the hardware test application passed successfully, confirming that the touchscreen was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, touchscreen not worked properly monitor detect touch after aggressively taping on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.